Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Additionally, an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with pump supplies. Tandem technical support educated customer on cartridge/insulin labeling. Customer's blood glucose level ranged between 200-380mg/dl. Reportedly, the customer changed the pump supplies to resolve the issues and continued to use the pump for insulin therapy.